Event description:
The customer complained that lower and higher than expected vitros amon results were obtained from two different levels of vitros lpv fluids tested on a vitros 350 chemistry system. Vitros lpv m3575 results: 92 and 100 umol/l vs expected result 45.1 umol/l. Vitros lpv n3576 results: 142.4, 147.5, 143.8, 136.2, 142.4, and 142.9 umol/l vs expected result 199.2 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Patient samples were processed with the vitros amon assay over the time frame of the event; though no reported patient results had been in question. However, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no reported allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that lower and higher than expected vitros amon results were obtained from two different levels of vitros lpv fluids tested on a vitros 350 chemistry system. The assignable cause of the event is most likely an instrument event related to microslide incubator contamination. The cause of the amon contamination of the micro slide incubator was most likely caused by user error, where ammonia-based cleaning fluids were used in the laboratory. Results of precision testing demonstrated that the vitros 350 chemistry system was not operating as expected at the time of the event. Following service actions and recalibration of the assay, acceptable vitros amon performance was obtained.